Event description:
It was reported that a spectrum iq infusion pump's keypad was not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'keypad not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the second soft key from the left works intermittently. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.